Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing noise and the right ventricular lead had exhibited high lead impedance over 2-3 years. The leads were explanted and replaced. The patient¿s condition post procedure was stable.

Manufacturer narrative:
External insulation abrasion was noted at (B)(4)cm to (B)(4)cm from the connector pin consistent with friction to the device can. Correction - this is to correct the previously submitted information to include patient information.